Event description:
It was reported that the implantable cardiac monitor exhibited undersensing. Review of the recorded electrograms showed the device had intermittent sensing dropouts. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.